Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial fibrillation (af) resulting in multiple inappropriate shocks. Device data was sent to technical services (ts) for review. Data review determined that the rhythmid discriminator was on, therefore the ventricular rate was compared to the atrial rate. This device remains in service. No adverse patient effects were reported.